Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue, then was able to be removed after the surgeon squeezed the handle several times. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.